Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 380cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade unknown), post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient also reported that their doctor removed, cleaned and re-implanted the device in (B)(6) of 2019 for unspecified reasons. Follow-ups were conducted to acquire clarifying information, however, nothing was made available. A supplemental report will be submitted when additional information is received. Per mentor gel implant's IFU, these devices are single use only, so this will also be reported as off-label use.